Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to a low battery voltage. The device was tested on the bench and using automated test equipment and no source of high current drain was observed. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that an asymptomatic patient was brought into the clinic after eri alert was received via merlin.net. Device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.